Event description:
Reporter called to report a malfunction with the b. Braun streamline bloodline. Reporter stated that the device triggered the air detector alarm on the dialysis machine. Air bubbles were identified in venous line and could not be removed despite attempts. The bloodline set was replaced with a new device, after which treatment was able to continue without further issues.